Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: the pump's black box showed a partial delivery due to user abortion message. The bolus history showed the cancelled boluses were programmed by the meter. The meter was not returned with the pump. The pump was exercised for 24 hours and no unprogrammed boluses were delivered during this time. A 10u bolus was manually programmed and successfully delivered from the test meter to the pump with no alarms. A manually programed 10u audio bolus and 10u normal bolus both were successfully delivered with no alarms. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was cancelling user programmed bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.